Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopy, the staple line was incomplete distally. The reload was locked half in the area of pulmonary and its jaw did not open. It was also reported that the black part in which the reload embed with the stapler was broke off and there was tissue damage as a result of this problem. Another reload and stapler were used to staple one side and to remove the locked reload.